Event description:
The patient was implanted with a left ventricular assist device. Per user facility report received on (B)(6) 2014 from the (B)(4): date of event (B)(6) 2013. Patient blood thinners on hold for neurosurgery for subdural hematomas. On (B)(6) 2013, patient had severe abdominal pain, lvad power surges, vad continuously alarming. Vad not functioning, turned off per physician. Inotropes, swan/art line placed. Outcome: death (B)(6) 2013.

Manufacturer narrative:
The patient expired. The attached user facility report #(B)(4) was received from the (B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.